Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from an interventional radiologist in practice 13 years, who has used the sentrant 140 times in total of which 10 of those times were in the last 6 months. The physician used a sentrant sheath in 90 % of their evar/tevar procedures in the last 6 months. During use of the sentrant, the following complications were encountered: blood loss/bleeding, hematoma, vascular trauma ((e.g. Dissection, with rupture, perforation, or tear) blood loss/bleeding occurred twice in the last 6 months, of which neither time were deemed to be related to the device itself and not to the procedure. A hematoma occurred 3 times in the last 6 months, none of these were thought to be related to the device itself and not to the procedure. Vascular trauma occurred on one occasion and was assessed as related to the device itself. The physician reported the dissection occurred after staging. The physician reported the sentrant sheaths have performed as expected and according to the instructions for use (IFU) the above complications were reported as not previously reported to medtronic. No further information has or will be provided.